Manufacturer narrative:
Evaluation summary: the results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The ultimum hemostasis introducer sheath IFU cautions the user to withdraw components slowly (withdraw the needle slowly from the dilator and withdraw the dilator slowly from the sheath) to minimize the vacuum created during withdrawal. All air should be aspirated slowly from the sheath using a syringe attached to one of the sideports of the three-way stopcock. Also the dilator, sheath, and catheter should be frequently flushed with saline to minimize the potential for air emboli.

Event description:
When removing the 6f ultimum hemostasis sheath at the end of the procedure, the proximal end with the sideport broke off, and the distal end remained in the subcutaneous tissue and vascular space. The distal end of the sheath was removed during vascular surgery. The patient had no further consequences.